Event description:
Pentax medical was made aware of a complaint that occurred in the united states. The customer reported up/ down angulation broken involving pentax medical video colonoscope, model ec34-i10l, serial number (B)(4). The event timing and location are unknown. No death or serious injury was reported. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
This model is classified as import for export and not distributed in the united states, therefore 510k is not applicable. We do have similar model ec34-i10l-us available in the united states with a 510k number k131855. (B)(4). _ the endoscope will be evaluated by pentax medical. Once evaluation is completed the device will be repaired and returned to the customer or loaner inventory as applicable. Model ec34-i10l, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 08-feb-2022, a device history record(DHR) review for model ec34-i10l, serial number (B)(4)was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the miyagi facility on 13-sep-2016 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 13-sep-2016. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the angulation at zero degree as failure. Based on the result, we concluded that it was caused due to the excessive force applied on the segment. Correction information g6: follow up #1. H2: type of follow up. H6: coding changed based on the investigation result.